Event description:
Customer reported a pump issue where the pump screen would jump back to another screen while trying to bolus. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.